Event description:
Cortrak 2 10 french post pyloric feeding tube in r nare, placed on (B)(6) 2021. Pump occlusion alarm on (B)(6) 2021. When tube "fushed" with water, no resistance met, noted water coming from the patient's nose. Tube then identified with a rupture just above the bridle. Per nursing it looked like the tube had blown up like a balloon and ruptured. Tube was removed intact. FDA safety report ID# (B)(4).